Manufacturer narrative:
Summary of device evaluation: the pusher was the only component received for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis. The alleged product issue could not be confirmed. If the product is received, an investigation will be performed and a supplemental report will be filed.

Event description:
It was reported that during deployment of an embolization coil implant to embolize a branch of the external carotid artery, the implant fractured with 2mm of the proximal portion still attached to the delivery pusher. There was no clinical consequence or intervention.